Event description:
It was reported that this patient underwent a revision surgery, during which the pacemaker was explanted and replaced due to an unspecified anomaly. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.

Event description:
It was reported that this patient underwent a revision surgery, during which the pacemaker was explanted and replaced due to an unspecified anomaly. No additional adverse patient effects were reported. This pacemaker has not been received for analysis. Additional information was received indicating that this pacemaker exhibited loss of capture (loc) and an x-ray was performed. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.